Event description:
During a non-clinical activity, the user reported that the bubble detector latch was broken. There was no pt involvement. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Other (device not returned for evaluation).